Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Product technical complaint investigation received on 19-nov-2015: ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event is excluded. The reported medical event is not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 23-nov-2015 for the following meddra preferred term: device dislocation. The analysis in the global safety database revealed 429 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6)-year-old female consumer who had essure (fallopian tube occlusion insert) inserted and a bilateral intraperitoneal migration of the inserts was diagnosed. This event was considered serious due to its medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this case, consumer had x-ray and ultrasound 3 months post essure insertion; which showed an intrauterine migration of right essure. She was submitted to a laparoscopy and during this surgery, both inserts were seen in intraperitoneal cavity and were removed. Considering event's nature and its close temporal relationship with essure procedure; a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. The product technical analysis concluded that based on the available information, there is no relationship between the reported medical event and a quality defect.

Manufacturer narrative:
Follow-up received on 19-oct-2015: no further information will be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and a bilateral intraperitoneal migration of the inserts was diagnosed. This event was considered serious due to its medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this case, consumer had x-ray and ultrasound 3 months post essure insertion; which showed an intrauterine migration of right essure. She was submitted to a laparoscopy and during this surgery both inserts were seen in intraperitoneal cavity and were removed. Considering event's nature and its close temporal relationship with essure procedure; a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being sought.

Event description:
This is a social media report received from a other in (B)(6) on 16-sep-2015 which refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted on an unspecified date for sterilization. It was reported that control was performed at 3 months following insertion via ultrasound and x-ray. Intra-uterine migration of right essure insert was noticed; left insert was seen as well placed on x-ray. The patient had no symptom. Right essure insert removal was planned with unilateral surgical ligation with clip via laparoscopy. During abdominal cavity examination via laparoscopy, bilateral intraperitoneal migration of the inserts was disclosed. Both inserts were removed and bilateral fallopian tubes ligation with clip was performed. Management of the patient at the hospital in outpatient, she was discharged the same day in the evening. No further information will be provided. Company causality comment: this non-medically confirmed, spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and a bilateral intraperitoneal migration of the inserts was diagnosed. This event was considered serious due to its medical importance and is listed according to essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion (into uterus or out of the body), dislocation (distal fallopian tube or peritoneal cavity) or occur as a result of a fallopian tube perforation during insertion. In this case, consumer had x-ray and ultrasound 3 months post essure insertion; which showed an intrauterine migration of right essure. She was submitted to a laparoscopy and during this surgery both inserts were seen in intraperitoneal cavity and were removed. Considering event's nature and its close temporal relationship with essure procedure; a causal relationship with the suspect insert cannot be excluded. This case was regarded as incident, since device removal was required. A product technical analysis is being sought.